Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 354 mg/dl, while wearing the pod longer than 48 hours on the arm. The pod was removed, and the cannula was noted to be bent. Hyperglycemia treated by drinking water, eating less carbohydrates, applying a new pod and bolus.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification and did not appear bent/kinked. The pod download data showed an 0x18 alarm generated, indicating the device had reached an empty reservoir state. The reservoir was confirmed to be empty during investigation. Generation of the alarm stopped the delivery of insulin, but no internal damages were found in the device that would cause a failure to deliver insulin prior to the alarm. Cracks were found on the top housing. It could not be determined when the cracks occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.